Manufacturer narrative:
Follow-up to document h6 results and conclusion code that was inadvertently left out of the previous follow-up emdr.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and replaced the tubing, peristaltic head which resolved the issue. Return testing was not completed as returns were not available. A review of service history for the alinity c serial number (B)(6) did not identify any additional erratic or discrepant patient results. There were no service or complaint issues that may have contributed to this issue. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. A review of tracking and trending for the alinity c did not identify any trends for the complaint issue. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the tubing, peristaltic head was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c calcium results for multiple samples. The following example data was provided: (B)(6) 2020 sid (B)(6) initial result = 4.7 mg/dl, repeat = 9.0 mg/dl no impact to patient management was reported.